Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, upon device interrogation, non-sustained oversensing issue was observed. A remote transmission via merlin.net transmission, was observed in the morning as well. There were previous programming changes done as well. New programming changes and an induction test was recommended. The physician opted to monitor the event for now as the event was ongoing since (B)(6) 2013 and will continue to do so. No patient symptoms were reported.